Manufacturer narrative:
(B)(4). Patient notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed. Please note: this issue reported due to cormet cup but this was coupled with a thr with large diameter mom head which is not cleared for sale in the USA (incident is outside USA).

Event description:
Cormet revision.